Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary it was reported that "the device has been working great, but last week they fell, and ever since then they have noticed a change in their symptoms; , they are not making it to the bathroom. Pt said during the day, they are ok, but at night: the second they have to go, their urgency is really bad. The patient said they have gone through all 7 of their programs, and 5 is the best but even on 5 they have not been making it; it's just at night. Offered to assist pt to use their equipment to make a further adjustment ; however, pt declined. Pt said when they use their equipment, it prickles and tingles down there. Reviewed some device education and stim sensation information  a reviewed stimulation should be comfortable and redirected to their doctor. Pt said their doctor moved; now they are an hour and a half away. Offered and sent listings. Redirected to their doctor. .